Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by other healthcare professional stating that after wearing contact lenses consumer experienced strong pain on the cornea for the left eye (os) which increased at every blink and lasted for about 36 hours after the removal of lens and corneal ulcer does not involve more than 50% of the corneal surface. The consumer had no history of dry eye, and did not changed anything in her wearing habits, no loss of visual acuity has been noticed following the ulcer. The consumer has not resumed lens wear yet as requested by ophthalmologist to wait until d+10. The consumer was treated with picloxydine eye drops with unspecified frequency for 48hours, carmellose eye drops with unspecified frequency for seven days, ocular washing with anti-septic solution for ten days. The current status of consumer eye is almost resolved d+7 at the time of this report. Additional information has been requested but not yet received.